Event description:
Cm stentgraft was unpacked from box/pouches according to protocol and prepared & flushed under supervision of clinical specialist. After checking the markers on top of the patient, it was then advanced through a 26fr gore dryseal sheath without resistance into the left groin (lcfa) of the patient. After correct orientation & rotation in the descending aorta, the orange safety retainer was removed, and the grey handlebar was advanced forward while in position 1. With different amounts of adequate force, it was observed that only the tip of the device moved upward/forward. The (markers of the) graft did not follow accordingly. After removal of the delivery system from the patient, in order to assess the problem, it was observed that only the nitinol support wires were correctly through the surgical loops, but the proximal clasping mechanism was not attached to the 2 bare apices inside the proximal part of the graft on the outer curve. Besides that, the proximal clasping mechanism appeared bent. After a brief attempt to repair the clasping mechanism, it was decided to abort the procedure for the safety of the patient." Patient outcome - "no permanent injury to the patient. All accesses (left & right common carotid artery, left & right common femoral artery, venous accesses) were closed. Physicians decided to discuss option of open surgical repair with the patient."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay plus custom-made device. The custom made relay plus devices are not marketed in the us, however they are similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in poland. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Cm stentgraft was unpacked from box/pouches according to protocol and prepared & flushed under supervision of clinical specialist. After checking the markers on top of the patient, it was then advanced through a 26fr gore dryseal sheath without resistance into the left groin (lcfa) of the patient. After correct orientation & rotation in the descending aorta, the orange safety retainer was removed, and the grey handlebar was advanced forward while in position 1. With different amounts of adequate force, it was observed that only the tip of the device moved upward/forward. The (markers of the) graft did not follow accordingly. After removal of the delivery system from the patient, in order to assess the problem, it was observed that only the nitinol support wires were correctly through the surgical loops, but the proximal clasping mechanism was not attached to the 2 bare apices inside the proximal part of the graft on the outer curve. Besides that, the proximal clasping mechanism appeared bent. After a brief attempt to repair the clasping mechanism, it was decided to abort the procedure for the safety of the patient.". Patient outcome - "no permanent injury to the patient. All accesses (left & right common carotid artery, left & right common femoral artery, venous accesses) were closed. Physicians decided to discuss option of open surgical repair with the patient.".

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay plus custom-made device. The custom made relay plus devices are not marketed in the us, however they are similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in poland.